Manufacturer narrative:
A customer from the united states reported that they reported a falsely elevated patient sample result due to incorrect manual entry of a tnih result (user error) when using atellica im high-sensitivity troponin I (tnih)). Siemens reviewed the instrument data and the information provided by the customer. Siemens review of the log files confirmed that tnih results were transmitted in pg/ml until the operator changed the reporting units, after which the results were transmitted in ng/ml. Review of the lis logs showed that the transmitted results were successfully acknowledged by the host lis, confirming receipt of the data. The host lis configuration should be reviewed to ensure it is properly configured to receive and process results in the updated reporting units. Based on the available information, the issue was determined to be related to the customer lis configuration, which resulted in an operator error during manual entry of results into the customer lis. A product problem was not identified. The customer is operational and no further actions are required.

Event description:
The customer reported that they reported a falsely elevated patient sample result due to incorrect manual entry of a tnih result (user error) when using atellica im high-sensitivity troponin I (tnih), lot 115. The customer stated that the tnih units and decimal places had been changed which resulted in tnih results not crossing to the laboratory information system (lis). As a result, tnih results were entered manually, and one patient result was entered incorrectly, leading to the reporting of a falsely elevated result. It was unknown whether the initially reported result was questioned by the physician. The correct lower result generated by the analyzer was subsequently issued to the physician in a corrected report. There are no allegations of patient harm or adverse health consequences due to the reported event.